Manufacturer narrative:
Cont. H.6. Health effect -f1905 device revision or replacement. A review of the device history record has been completed. No deviations or non-conformances noted. Photo analysis visual analysis of the photographs identified: - rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. It is not possible to determine the lot number or catalog through the photos provided. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported a bilateral rupture diagnosed via ultrasound. This record is for the left side. Device has been explanted.

Event description:
Healthcare professional reported a bilateral rupture diagnosed via ultrasound. This record is for the left side. Device has been explanted.

Event description:
Healthcare professional reported a bilateral rupture. This record is for the left side. Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: one opening observed on radius side assessed as unidentified (tear) opening (shell thickness within specification) and one opening observed on anterior side assessed as surgical damage. Additional observations: creases were observed. Wear abrasion observed. No further actions are required as the device was implanted.